Event description:
Na.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One wet combined cassette pak was returned. The probe manifold and the infusion cannula line were not returned with the sample. The returned sample was visually inspected and no obvious defects were found. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A submerge leak test was performed on the cassette and no leakage was observed while generating 200 millimeters of mercury (mmhg) pressure into the cassette. A calibrated console representing the current software version was used to test the sample. The sample was tested using a lab stock probe manifold and infusion cannula line. The sample primed and tune with the ultrasonic handpiece, the 0.9mm air bypass (abs) tip, and the infusion sleeve from the lab stock. The sample passed the intraocular pressure (iop) calibration successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No air leakage was detected and no message code appeared on the screen. No leakage was found from the drip chamber, the connectors, the cassette, the drain bag, the manifolds, the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported water leaked from the cassette during priming before a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.